Event description:
It was reported that helex septal occluder was implanted in 2009. Two months later, it was noted that the occluder had embolized to the right ventricular outflow tract. An attempt was made to snare the device three days later, but was unsuccessful. The helex device was successfully retrieved from the right ventricular outflow tract through interventional techniques six days later. During the retrieval, the physician unknowingly crossed the atrial septal defect and perforated the left atrium. The pt went into cardiac tamponade and was converted to open surgery. The pt tolerated the surgery and was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The explanted device was retained by the hospital, and will not be available for examination.